Manufacturer narrative:
The affected device was returned for evaluation. The device evaluation noted that the device failed the latch lock sensor test. The latch lock sensor and was replaced. Visual inspection was performed. Unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted that the device failed the latch lock sensor test. There was no patient involvement.